Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, the low bg was caused by the customer not eating, and also administering a correction bolus. The customer resolved the low bg by consuming glucose.